Manufacturer narrative:
(B)(6). The device was manufactured september 28, 2017 ¿ september 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume folfusors ruptured. The events occurred during filling with saline at "slow speed setting" on an unspecified pump. There was no patient involvement. No additional information is available.